Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator is shutdown, problem found in power supply. No health consequences or impact.